Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: synergy xd mr ous 3.00 x 12mm stent delivery system was returned for analysis. Visual examination identified the stent had been pulled over balloon and tip at distal section. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted and pulled over balloon and tip at distal section. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. A pinhole leak was identified 2cm proximal from the tip of the device, above the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the balloon ruptured when it was tried to be inflated. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR (updated): a synergy xd mr ous 3.00 x 12mm stent delivery system was returned for analysis. Visual examination identified no issues with the stent. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. A pinhole leak was identified 2cm proximal from the tip of the device, above the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the balloon ruptured when it was tried to be inflated. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the balloon ruptured when it was tried to be inflated. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.